Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient experienced muscle stimulation with ventricular pacing, and the right ventricular (rv) lead exhibited elevated thresholds and diminished r-wave sensing. The lead was initially repositioned, however, the helix would not extend during the repositioning procedure. Subsequently, the rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.